Event description:
Purchased an all natural herbal therapy pack at the local mall. At 2:30 am, spouse heated the pack for 15 seconds in the microwave. Pt put the pack on a pillow then rested head on pack. About 2:50 am the pt woke up, smelled smoke in room. Pillow, herbal pack and hair on fire. Called poison control, opened windows and went outside. Pt complained of nausea and throbbing in head. Called doctor and is waiting appointment. States unable to locate MFR.